Manufacturer narrative:
The bicarbonate liquid reagent lot number is 92066901, and the expiration date is 30-jun-2027. The glucose hk gen.3 reagent lot number is 86006901, and the expiration date is 31-may-2026. A field service engineer (fse) found an obstructed sample probe and replaced it. The fse performed an instrument precision check and returned the instrument to operational. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable bicarbonate liquid and glucose hk gen.3 results from the cobas c 503 analytical unit for 2 patients. Patient 1's initial bicarbonate result was 11 mmol/l. The doctor sent the patient to the emergency room based on the initial result. A new result from the emergency room was 24 mmol/l. Because of the difference in results, the customer repeated the initial sample and got a result of 21 mmol/l. The customer's qc was out after the event occurred. Once the customer was able to run a new qc that was passing, the samples were repeated. The repeat result from the initial sample was 4 mmol/l. The repeat result from the 2nd sample was 22 mmol/l. Patient 2's initial glucose result was 4 mg/dl, and the repeat result was 111 mg/dl. A bedside point-of-care glucose result was performed, and the result was 129 mg/dl. The initial questionable glucose result was not released outside of the laboratory. The repeat results for both patients were deemed to be correct.